Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by dr. (B)(6) surgeon of the hospital, that the prosthesis shaft broke at the transition to the tibia base plate.

Manufacturer narrative:
An event regarding revision surgery due to tibial stem fracture (and baseplate loosening) involving an mrh baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: the baseplate component appears consistent with a component that was in vivo for approximately 9 years. There is bone cement on the distal surface of the tray which shows some evidence of bone inter-digitation. The fractured segment of the stem extender remains in the mrh baseplate. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: an overload condition below the baseplate and stem extender was present due to baseplate loosening with gross osteolysis causing complete loss of bone support for the device. The balance between patient- and procedure-related factors contributing to this condition cannot be established due to lack of relevant information. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: review of the provided medical records and x-rays by a clinical consultant indicated: an overload condition below the baseplate and stem extender was present due to baseplate loosening with gross osteolysis causing complete loss of bone support for the device. The balance between patient- and procedure-related factors contributing to this condition cannot be established due to lack of relevant information. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by dr. (B)(6), surgeon of the hospital, that the prosthesis shaft broke at the transition to the tibia base plate.